Event description:
It was reported that this pacemaker experienced a lead safety switch (lss) due to pacing impedance high out range. No false episodes were stored. Technical services (ts) was consulted and suspected lead fracture. No adverse patient effects were reported.